Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited small p-waves and placement difficulties due to lead-lead interactions. It was noted that a transthoracic echocardiogram was carried out and that the patient was experiencing pleuritic chest pain, pericardial effusion. Patient later developed dyspnea and pericarditis. The ra lead was reprogrammed to unipolar sensing and remains in use. The right ventricular (rv) lead remains in use. It was noted that the patient underwent pericardiocentesis and drain placement for fluid removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited small p-waves and placement difficulties due to lead-lead interactions. It was noted that a transthoracic echocardiogram was carried out and that the patient was experiencing pleuritic chest pain, pericardial effusion. Patient later developed dyspnea and pericarditis. The ra lead was reprogrammed to unipolar sensing and remains in use. The right ventricular (rv) lead remains in use. It was noted that the patient underwent pericardiocentesis and drain placement for fluid removal. No further patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that the right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced. New subclavian access was achieved for better mobilization of the replacement leads. (B)(6) 2019 it was further reported that patient was presented to the clinic with supra ventricular tachycardia, and chest pain and pericarditis related to the effusion previously experienced by the patient. The patient later had "slush" removed from around the heart and experienced atrial arrhythmias.